Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on t8 thoracic lead. As such, surgical intervention took place on (B)(6) 2024 wherein the thoracic lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The reported event of high lead impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken at 20.2cm distal to the stimulation end. All channels measured open due to the broken wires.